Manufacturer narrative:
The customer returned two bottles of test strips from the same lot (7hqhc31g). The first bottle of the test strips had no starburst patterns visible in the reagent area when viewed microscopically, indicating potential customer misuse during storage. The in-house results with the first bottle of the test strips gave low results and error message. The error message indicated deteriorated test strips. The second bottle from the same lot of the test strips gave satisfactory performance. The in-house results with the returned high control solutions were also low. It was concluded that the test strips in the bottle were potentially exposed to elevated temperature or allowed to be exposed to excess moisture outside the bottle.

Event description:
A nurse in (B)(6) ran blood tests on four patients using the contour plus. One patient read 56mg/dl and the other three patients read lo. There were no symptoms of hypoglycemia, so the nurse retested each patient using a new bottle of strips. The respective readings were 182, 250, 138 and 194mg/dl. The differences between the readings fall in the "c", "d" and "e" zones of the consensus error grid, making the differences clinically significant. There was no allegation of an adverse event. The nurse was advised to return the strips for evaluation.